Event description:
While accessing the patient's kidney, the black marker tip of the introducer came off in the patient. It is presently in the ureter. The tip will be removed at a later date. No harm or injury reported.

Manufacturer narrative:
Device eval: device evaluation anticipated, but not yet begun. An initial review of the device history record did not reveal any exception documents. An initial review of the complaint database found no similar complaints for this lot number. Device history record was reviewed. Complaint data base was reviewed. Conclusions - a follow-up report will be submitted when the investigation is complete.